Manufacturer narrative:
Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use of the bd insulin syringe with the bd ultra-fine¿ needle the consumer stated the shield was found off the syringe and inside of the bag. The hub was broken. There was no report of injury or medical intervention.

Manufacturer narrative:
H.6. Investigation summary: customer returned (1) 1/2cc, 8mm, 31g syringe in an open poly bag from lot # 7289865. Customer states that the shield was off of the syringe inside of the bag and the hub was broken. The returned syringe was examined and no defects were observed on the sample. The shield was properly placed on the hub and no damage was observed on the hub. As per manufacturing, a review of the device history record was completed for batch# 7289865. All inspections and challenges were performed per the applicable operations qc specifications. There were nine (9) notifications [200716850, 200716619, 200716647, 200716835, 200716849, 200714644, 200713530, 200713873, 200716629] noted that did not pertain to the complaint. Based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time investigation conclusion: root cause cannot be determined at this time as the issue is unconfirmed.